Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Source: journal article: conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Takuya nakamura, toru yamakawa, junji hori, hisataka goto, akihiko nakagawa, tetsuro takatsu, naoki osamura, atsushi saito, keisuke hagio and kanto mouri. Journal of orthopaedic surgery: doi: 10.1177/23094990211063963. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 2 patients underwent revision of the femoral stem due to deep infection. After revision, the patients were lost to follow up. Attempts have been made and additional information on the reported event is unavailable at this time. Doi: 10.1177/23094990211063963.

Event description:
It was reported in a journal article that the patient underwent a revision procedure approximately one month post implantation due to deep infection. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.